Manufacturer narrative:
It was reported, a patient underwent a surgical procedure to implant a trapease permanent inferior vena cava filter (trapease filter) for the treatment and prevention of deep vein thrombosis (dvt) and pulmonary embolism (pe). On or about one month and 6 days after implantation, the patient was diagnosed with pulmonary embolism and seizures at brandon regional hospital. On or about one year and one month following implantation, the patient was administered an abdominal scan at (B)(6) regional hospital for shortness of breath problem. The patient¿s trapease filter was subsequently noted to be present at a level near the patient¿s liver. The scan confirmed that patient¿s device had malfunctioned and migrated from the site of implantation. As the result of the patient¿s defective trapease filter, the patient suffered serious and possibly life-threatening and permanent injuries. The patient has suffered significant medical expenses, pain and suffering, loss of enjoyment of life, disability, and other losses before her passing on or about one year and 3 months post implantation of the trapease filter.  The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed.  The trapease inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. . Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. A seizure is a disorder in which nerve cell activity in the brain is disturbed. This event does not represent a malfunction of the device. Without images or procedural films for review, the reported filter migration could not be confirmed and the exact cause could not be determined. Giving the limited information available at this time, clinical factor contributing to the migration could not be determined. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. The brief also reported death; however, a clinical conclusion could not be determined as to the cause of the event. It is unknown if the migration contributed to the reported passing of the patient. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
It was reported, a patient underwent a surgical procedure to implant a trapease permanent inferior vena cava filter (trapease filter) for the treatment and prevention of deep vein thrombosis (dvt) and pulmonary embolism (pe). On or about one month and 6 days after implantation, the patient was diagnosed with pulmonary embolism and seizures at brandon regional hospital. On or about one year and one month following implantation, the patient was administered an abdominal scan at (B)(6) regional hospital for shortness of breath problem. The patient¿s trapease filter was subsequently noted to be present at a level near the patient¿s liver. The scan confirmed that patient¿s device had malfunctioned and migrated from the site of implantation. As the result of the patient¿s defective trapease filter, the patient suffered serious and possibly life-threatening and permanent injuries. The patient has suffered significant medical expenses, pain and suffering, loss of enjoyment of life, disability, and other losses before her passing on or about one year and 3 months post implantation of the trapease filter.

Manufacturer narrative:
Complaint conclusion: as reported, a patient underwent implantation of a trapease permanent inferior vena cava (ivc) filter for the treatment and prevention of deep vein thrombosis (dvt) and pulmonary embolism (pe). The medical records note, the device was deployed below the level of the renal vein and the patient tolerated the procedure well without any problem. The patient also had a history of metastatic cancer of the brain, shortness of breath, pulmonary embolism and seizures. Approximately one month and six days after implantation, the patient was diagnosed with pulmonary embolism (pe) and seizures. Approximately one year and one month following implantation, the patient was administered an abdominal scan for shortness of breath. The patient¿s trapease filter was subsequently noted to be present at a level near the patient¿s liver, a post insertion migration. The patient has suffered significant medical expenses, pain and suffering, loss of enjoyment of life, disability, and other losses before her passing approximately one year and three months post implantation of the trapease filter. The autopsy report is not currently available. Per the patient profile form (ppf), the patient suffered from mental anguish associated with the device. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Pulmonary embolism does not represent a device malfunction. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Shortness of breath does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
According to the patient profile form (ppf), the medical records note, the device was deployed below the level of the renal vein and the patient tolerated the procedure well without any problem. The patient also had a history of metastatic cancer of the brain, shortness of breath, pulmonary embolism and seizures. Additional information received on the patient profile form (ppf) indicated that the patient suffered from mental anguish associated with the device in addition to pain, suffering, future additional injuries, fear that the implant has moved or will move and cause injury or death the product remains implanted and is thus not available for analysis. A review of the manufacturing records could not be conducted without a lot number. Additional information is pending and will be submitted within 30 days upon receipt.